Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A family member of the customer reported no delivery alarms, lack of numbers transmitting to the insulin pump, being stuck in the prime loop, air bubbles in the tubing, difficulty with sites on the body, failure to prime, and cracks on the insulin pump. Troubleshooting for priming was not possible due to being stuck in the prime loop. The customer's blood glucose level was 360 mg/dl. The customer and family member was advised to discontinue use of the pump and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a cracked end cap. The occlusion test could not be performed due to the alarm. The insulin pump passed the excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window.